Event description:
It was reported that material breakage occurred. The target lesion was located in a moderately tortuous superficial femoral artery. An angiojet solent omni catheter was selected for thrombectomy procedure. However, during the procedure, the device was unable to push further and found a leak from the fractured area 40cm from the tip of the catheter. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications reported.